Event description:
It was reported that the patient has expired after an implant duration of approximately zero days. In 2009 (through follow-up with the health-care provider), it was learned that cause of death was ventricular dysrhythmias following avr & CABG.

Manufacturer narrative:
(B) (4) the software (B) (4), categorized as remediated. The pump was returned and evaluated by baxter. The reported condition was both confirmed and duplicated. The user interface module board was replaced. This pump will be returned back to the customer.

Event description:
On november 10th, 2009, the customer contacted baxter to report that a colleague volumetric infusion pump had a beeper which was not working. The biomedical technician was performing battery exchange on the device when he observed that the beeper did not sound to alarm for battery depletion. The failure occurred during biomedical testing, but the exact date and time at which failure occurred is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further information available.

Manufacturer narrative:
(B) (4)the pump is available and will be evaluated. A follow-up report will be submitted when the evaluation results or additional information becomes available.